Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer contacted the pharmacy and was informed that building management had been working on the electrical outlet in the medication room. The station subsequently returned to normal operation; however, no specific explanation was provided. Pharmacy staff advised that they were notified by nursing that the station was functioning again, but no additional details were available. It appears that the issue was resolved by the customers internal support team. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was no power to the station. The station was stuck on a black screen, and remote smart service (rss) was offline. When the station was rebooted, nothing came back on. The customer had switched the station off for 30 minutes, and when it was switched back on, nothing powered up. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.